Event description:
It was reported the hand piece for battery powered driver was not functioning properly. There was no patient or case impact and that the issue was found outside of the operating room. It was noted after the device was received by the manufacturer that the motor was running slow, and the reverse speed was not working. Motor failure is the reason for repair. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: lot 002289/5882247: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012 and (B)(4) 2013 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the device was not functioning properly. The repair technician reported the motor was running slow, and the reverse speed was not working. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.